Event description:
Doctor reported events of ischemia, necrosis, abscess, pain, "dilated fundus", and "gross perforation within two pts from abstract: "sleeve gastrectomy as a salvage procedure in pts with acute ischemia of the gastric fundus after laparoscopic adjustable gastric banding", surgical endoscopy and other interventional techniques, (april 2013) vol. 27, supp. Suppl. 1, pp. Meeting info: (B)(6). Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Necrosis, ischemia, pouch dilatation (dilated fundus), stomach perforation (gross perforation), abscess, and abdominal pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of necrosis, ischemia, abscess, and abdominal pain as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury, and wound infection. Device labeling addresses the reported event of pouch dilation as follows: band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation. "Band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation". Device labeling addresses the reported event of stomach perforation as follows: device labeling contraindicates the use of the lap-band system in a pt with a previous gastric injury: contraindications: pts who have/experience an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement.